Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states they dropped pump in water and now pump has fluid in the lcd display screen which the screen is foggy. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked case near display window corners, cracked on display window, stained end cap sticker, cracked reservoir tube lip and minor scratches on display window noted.